Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It reported that the connection between the patient extension set and homechoice cassette leaked. This occurred during drain two of five of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.